Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not available for evaluation. A review of the device history record provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision approximately 6 years post operatively due to pain and visible loosening on scintigraphy. This event occurred in (B)(6).